Manufacturer narrative:
The actual device was not available for evaluation. It is vital to the investigation that the actual device be available for review and testing. The non-conformance report data was reviewed and no issues related to this complaint were found. The device history record (DHR) for the lot number reported was reviewed and no incident was documented. An analysis of the complaint trends demonstrates that this is the second time that we have received this type of report for the catalog number in the last 12 months. The customer did not return the actual sample. Based on the DHR and without the actual sample, the root cause for the reported concern cannot be identified. It is important to ensure that product is used per instructions provided in the directions for use. Risk associated with the use of wound drains include, but are not limited to, infection and inflammation. No corrective action will be taken at this time, but we will continue to monitor trends and utilize the information as part of continuous improvement.

Event description:
Customer reported that during procedure wound drain was placed in patient following the removal of a large lesion from abdomen. It was reported that the patient allegedly developed an infection and the drain was pulled. Customer further reported they have never had infections and are not certain if drain is the cause for this patient.